Event description:
A customer contacted baxter technical services(bts) regarding assistance with bypassing to fill 1 without draining on the homechoice machine(hc). The home patient(hp) stated they called earlier to bypass the day cycle and instead was bypassed into fill 1. The hp stated they have a current fill volume of 261ml and the initial drain alarm is set to 22ml. The technical service representative(tsr) assisted the hp to manually drain out 2461ml. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported condition of use error - failed to follow therapy steps was confirmed. The root cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4).the hc device was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.